Event description:
It was reported that the smoke evacuator was stalling during a procedure. The procedure was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Event description:
It was reported that the smoke evacuator was stalling during a procedure. The procedure was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Manufacturer narrative:
The field service technician was able to confirm the reported event that the smoke evacuator was not working correctly. The root cause was determined to be due to the smoke evacuator motor. A failure of the motor control electronics can result in the smoke evacuator not functioning. The technician replaced the smoke evacuator motor and returned the unit to service.